Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that an nc trek coronary dilatation catheter was advanced to the mid right coronary artery lesion without issue. Balloon inflation was attempted; however, the balloon had failed to inflate. The balloon did not inflate at all. The physicians suspected a kink somewhere on the device. The device was removed without reported issue and another nc trek was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.